Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and checked the device and found that geometry movements and table movements were not working. Review of log file showed amc drive errors. Fse verified the cables and connections of the frontal stand drive and reseated all connections. Fse replaced amc drive and performed all calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movements were not working. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.